Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right ventricular (rv) lead underwent a pocket revision, however, the physician had damaged the leads during cauterization. This rv lead was explanted, replaced and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, detailed analysis indicated that the physician damaged the leads during cauterization was confirmed based on the finding of electro-cautery damage to the lead's outer insulation and anode (outer) coil. The coil has been melted in two.

Event description:
It was reported that the patient with this right ventricular (rv) lead underwent a pocket revision, however, the physician had damaged the leads during cauterization. This rv lead was explanted, replaced and returned for analysis. No additional adverse patient effects were reported.